Manufacturer narrative:
(B)46. (B)(6).

Event description:
On 12nov2019 an email was received from an eye care provider (ecp) in (B)(6) who reported a patient (pt) experienced ¿damage¿ to the cornea while wearing the 1-day acuvue® moist® for astigmatism brand contact lenses. On 12nov2019 a call was placed to the reporting ecp who provided additional information: the ecp reported a family member reported the pt was ¿never really careful with the contact lenses¿ and used to wear the lenses for ¿way too long even though the pt was advised not to.¿ no additional medical information was provided. On 22nov2019 the ecp provided additional medical information: the date of event was (B)(6) 2019; diagnosis: corneal opacities and hyperemia. On 28nov2019 the ecp provided additional medical information: the pts treating ophthalmologist diagnosed opacities and hyperemia ou. It is unknown if the event has resolved. No additional medical information is known. The suspect os contact lens was discarded. No additional evaluation can be completed. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 3964820105 was produced under normal conditions. This report is for the pts os event. The event for the pts od will be submitted in a separate report. If any further relevant information is received, a supplemental report will be filed.